Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt's ipg was replaced due it allegedly turning off by itself.